Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a (B)(6) asian female patient underwent breast augmentation with mentor siltex round moderate profile 375 cc saline breast prosthesis. Left breast prosthesis deflation was confirmed by a doctor. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On 6/13/2018, mentor became aware that the patient underwent removal on (B)(6) 2018. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 6/14/2018, mentor became aware that the complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 6/25/2018, mentor became aware that the replacement device was a mentor siltex round moderate profile 375cc saline catalog: 3542660, lot: 7394549. Manufacturer¿s reference number: (B)(4).